Manufacturer narrative:
No medwatch was received from the user facility. All sections on this form completed by the MFR. To date, the product has not been received to perform an investigation. A review of product history found one other reported problem for this failure mode. If the product is received, a follow-up report will be sent.

Event description:
The customer reported that during use in a shoulder stabilization procedure, the tip of the suture hook bent. Following, a second suture hook was used and broke. The broken piece was retrieved with a grasper and the procedure was completed with a straight hook. There was no injury or surgical delay related to this event.